Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a perforation and pericardial effusion were confirmed via x-ray. A revision procedure was performed and a pericardial tap was performed and the right ventricular(rv) lead was removed from service and replaced. No additional adverse patient effects were reported.